Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced coronary spasm and ventricular tachycardia following off label cavotricuspid isthmus ablations. Within five minutes of the cti ablations the patient went into ventricular tachycardia with signs of vasospasm originating from the left ventricle. Nitroglycerin was administered and the patient was shocked until sinus rhythm returned. The procedure was completed using the original catheter and no further complications were reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.